Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl display screen did not show the heart rate waveform and the defibrillator could not discharge on a patient requiring treatment in a hospital¿s emergency department. It was reported the patient underwent emergency treatment for chest tightness and heart palpitations. Upon arrival, the patient was given oxygen, ECG monitoring, cardiotonic and antiarrhythmic medication. The patient required defibrillation. When the clinicians attempted to defibrillate, there was no heartrate or waveform on the display, and the defibrillator would not discharge energy. The nurse replaced the equipment with a different defibrillator to deliver care to the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. Philips made multiple requests for additional information including patient outcome, device evaluation, and how the issue was resolved. No additional information was received. Philips was unable to investigate this issue as the requested information was not provided; therefore, no conclusion can be drawn.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl display screen did not show the heart rate waveform and the defibrillator could not discharge on a patient requiring treatment in a hospital¿s emergency department. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. Additional details have been requested.